Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed that a critical ram parity error occurred on (B)(6) 2010 in address "0f 88". Power on reset severity is low. The device should be able to fully recover after the reset.

Event description:
It was reported that the device experienced a power on reset. The device was returned to normal programming and remains in use. No patient complications have been reported as a result of this event.